Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. A review of the complaint history, manufactures instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. Manipulation requires fluoroscopic control.¿ it goes on to say ¿manipulation of the complaint device requires fluoroscopic control.¿ the physician stated that he did not continually watch fluoro during the procedure. This could lead to the conclusion that the device was allowed to advance into the right ventricle. When the physician realized that the device was in the ventricle, he backed the device out of the ventricle and the arrhythmia resolved. This also suggests that the arrhythmia was caused by myocardial irritation. Furthermore, ¿it is well known that irritation of the myocardium caused from various medical devices can result in arrhythmias. For example, prior to the use of ultrasound-assisted central venous access insertion, electrocardiography was used to assess placement of a device into the central venous system. Dysrhythmias, including both premature atrial and/or ventricular contractions were suggestive of myocardial irritation from the guide wire and therefore confirmed the placement of the device within the central venous system (flannery et al., 2016). To resolve the arrhythmias, the provider will ¿pull back¿ the device until it is in the desired position, no longer irritating the myocardium.¿ based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be traced to the device, but instead it has been deemed an adverse event related to the procedure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Per the initial reporter, the device will not be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a vena cava filter retrieval procedure, the sheath included in the gunther tulip vena cava filter retrieval set migrated into the right ventricle causing ventricular fibrillation. A guide wire was used and the sheath was advanced over the wire. The physician performing the procedure stated that he did not constantly watch fluoroscopy during the procedure; however would glance at it periodically and did watch while the device was going through the filter. The physician stated that when passing the sheath through the patient, an abnormal rhythm was observed and the patient didn't respond to verbal commands. The physician clarified that the arrhythmia was ventricular fibrillation and that the patient was not sedated for the procedure. The physician identified that the sheath had entered the right ventricle via the eustachian valve and had buckled and looped. The physician backed the sheath out of the heart and the arrhythmia resolved. The physician did state that the patient's eustachian valve was unusually large, but described the complaint device to have a "step-up" at the transition of the dilator and sheath, stating that it "could be smoother and not such a blunt, drastic lip area." The procedure was completed without further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.